Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming pulse testing with associated code 203 and code 105. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. During servicing, the monitor failed pulse testing with associated service code 203 - pulse test fault and code 105 - pulse test relay stuck. Upon eval, the d1105 diode on the computer / analog (ca) board was conducting in both directions. The cause of the pulse test failure is the defective diode. The root cause of the defective diode cannot be positively identified. No adverse event resulted from the defective component. The last pt to use this monitor did not report any deficiencies.